Manufacturer narrative:
Part number: 357.399 lot number: 85p3023 part manufacture date: (B)(6)2021 manufacturing location: (B)(4) part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.2mm guide wire 400mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the guidewire ø3.2 l400 (p/n: 357.399, lot number: 83p3023) was received at us customer quality (cq). Visual inspection of the complaint device showed the guide wire was bent. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: shaft outer diameter measured dimensions: shaft outer diameter = conforming device used - caliper document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the shaft was bent. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) during an intramedullary the guide wire was damaged. Also at the end of the surgical procedure, the surgeon decided to put a closure cap. It was recommended to use the guide; however surgeon proceeded to put the cap without the use of the guide and the closure cap remained inside the patient's medullary canal and does not affect patient mobility and recovery. The surgeon then decided to use another closure cap and leave the other one inside the patient. No further information provided. This report is for one (1) 3.2mm guide wire 400mm. This is report 2 of 2 for complaint (B)(4).